Event description:
It was reported that a user replaced a dexcom g7 sensor paired to an ilet system but continued to see start sensor on the ilet and replace sensor now alerts, indicating pairing failure despite confirming the correct pairing code and no visible sensor damage; the user restarted the ilet, performed a magnet swipe on the sensor, and re-paired successfully. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included technical troubleshooting and user education focused on sensor pairing steps and device restart. Investigation of this case revealed that the sensor-to-ilet connection did not establish initially but pairing was restored after re-pairing procedures. It was concluded that the event involved a temporary communication or initialization issue between the cgm sensor and the ilet that resolved with standard troubleshooting, with no patient harm.